Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient felt dizzy after using the toilet followed by low flow alarms on and off for an hour. Log files interrogation revealed low flow events starting (B)(6) 2024 at 11:57 and continued intermittently for the remainder of the logs. The flow was hovering mainly around the 2.3 to 2.5 lpm range. A computed tomography angiography (cta) found the cause of the low flows was due to an extrinsic outflow graft obstruction. A stent to the outflow graft was done to resolve the low flow.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information corrected section d1: brand name corrected section d4: catalog number and UDI number corrected manufacturer's investigation conclusion: review of the submitted image could not confirm the reported extrinsic outflow graft obstruction (eogo). Review of the submitted log files confirmed low flow alarms which the account attributed to the reported eogo. The submitted computed tomography (CT) image captured a lengthwise cross section of the outflow graft. There appeared to be narrowing of the outflow graft just distal to the pump cover outlet; however, the nature of the obstruction was unable to be determined. Eogo could not be confirmed based on the submitted image. The submitted controller event log file contained events from 11feb2024 through 15feb2024. Intermittent low flow hazard alarms were captured over approximately 2 hours on (B)(6) 2024 with one alarm remaining active for approximately 1 hour. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition no further information was provided. The manufacturer is closing the file on this event.